Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm vessel sealer extend instrument for failure analysis investigation. The instrument was analyzed and the visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips moved properly. The instrument attached to and removed from the arm without any issues on multiple attempts. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted hiatal hernia sliding surgical procedure, the 8mm vessel sealer extend instrument would not rotate according to the surgeon's actions. Customer tried to reinsert and manipulate but still did not work, a new vessel sealer was then opened. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. The instrument was moving in the opposite direction of what the surgeon commanded. When the surgeon commanded left movement, the instrument moved right. No harm to the patient, the instrument was removed, and a backup was used to complete the procedure without further issues. The instrument will be returned to isi for analysis. No batch number available. No other info provided.